Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) has battery charging issues. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service technician (fst) was dispatched to evaluate the unit. Fst unable to isolate the cause for this failure. As a precautionary measure, fst replaced batteries, fusible link, and power supply. During work, fst noticed considerable physical damage to rear panel and retractable handle. Fst replaced rear panel and all associated warning labels. Fst replaced pullout handle and slide panel. Performed functional check and safety test, then returned unit to clinical service.

Event description:
N/a